Event description:
The nurse reported that the customer was hospitalized for diabetes ketoacidosis. Customer wanted to replace the insulin pump but the call got disconnected. Customer's blood glucose was 248 mg/dl. Nurse stated that customer was hospitalized due to high blood glucose. On (B)(6) 2014, customer was hospitalized and the blood glucose at that time was 548 mg/dl and on (B)(6) 2014 was 476 mg/dl. Customer was wearing the pump at the time of hospitalization. Troubleshooting was done. Customer reported unexpected restart. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.